Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd¿ syringe with needle was cracked. The following information was provided by the initial reporter: "the nurse dispensed the liquid, and when she pushed the medicine with a 20ml syringe, it was found that there were cracks in the appearance of the syringe."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2107124. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for further evaluation. The retained samples were reviewed and no signs of defect were identified. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system inspects all product and automatically rejects any damages identified.

Event description:
It was reported that the barrel of the bd¿ syringe with needle was cracked. The following information was provided by the initial reporter: "the nurse dispensed the liquid, and when she pushed the medicine with a 20ml syringe, it was found that there were cracks in the appearance of the syringe."